Manufacturer narrative:
Although a root cause cannot be identified, all three alleged results can be assigned to the same conclusion that the system did not contribute to the discrepancies. No anomalies were identified that could have contributed to a false positive or potential false negative call. The thermal, motion and optical subsystems were all stable and are performing as expected while the pcr amplification for the positive called runs in the red channel are typical and significant.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this md. A customer from the united states alleged discrepant results on 3 patient samples using the cobas® sars-cov-2 & influenza a/b test or use on the cobas liat system. All 3 alleged samples initially generated a sars-cov-2 positive, influenza a&b negative result. The same 3 samples were retested on the same cobas liat analyzer and generated negative results for all three targets. Both positive and negative results were reported for patient 1 and 2, and negative result was reported for patient 3. No harm is alleged. An investigation was conducted to evaluate the customer¿s allegation. Per FDA¿s eua guidance, 3 mdrs will be filed.